Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose level was 40 mg/dl. Customer said his sensor stopped working and he received calibration not accepted and change sensor alert. Customer 's blood glucose level was 43 mg/dl at the time of alert. Customer felt ok right now but last time he felt mental confusion and shaking. Customer reported that he was using auto mode feature at the time of low blood glucose event. The customer was treated for the low blood glucose with food and glucose tablets. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege insulin pump was over delivering. Customer was advised to monitor the insulin pump and suggested to call healthcare professional to discuss the possible causes of low blood glucose. The insulin pump was not returned for analysis.